Event description:
It was reported that high impedances greater than 4,000 were observed. It was noted that electrodes 7, 12, 13, 14, and 15 were affected. It was noted that the patient experienced a shocking or jolting sensation. It was noted that x-rays were planned but not yet taken. It was noted that the patient meet with healthcare professional (hcp) on the day of report for ¿shocking¿ in area where stimulation previously had been. It was noted that the patient had 2 leads implanted in subcutaneous tissue in the back of head to treat occipital neuralgia. It was noted that the shocking sensation was traveling up back of head as stimulation used to and was not localized in area of implanted components. It was noted that the patient had high impedance in both leads but that none of the affected electrodes were turned on in any of the programmed groups. It was noted that group impedance measurements did not show anything out of range. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms and complications associated with the event included headaches and less than 50 percent therapy relief. It was noted that the location of the symptoms were left and right back of head. Additional information received reported that sixteen days later, a revision procedure was done. It was noted that the physician replaced the leads, opening only the lead and extension pocked and the incision in the back of the head. It was noted that the anchors were found to be covering some of the proximal electrodes potentially causing impedance issues. It was noted that some migration was seen and the physician elected to replace the leads. It was noted that during intraoperative testing, the shocking sensation was gone and preferred paresthesia returned. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported that x-rays were performed and the physician indicated that they showed mild displacement. It was noted that there were some out of range (oor) impedances on some electrodes. It was noted that a revision procedure occurred on (B)(6) 2013. It was noted that the cause of the issue was lead migration. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the lead s/n (B)(4) found no significant anomaly. Analysis of the lead s/n (B)(4) found no anomaly. Analysis of the bumpy anchor found non-conformance in the form of migration. Analysis of the bumpy anchor found non-conformance in the form of migration.

Event description:
It was reported the #0 wire was broken at the crimp sleeve.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.